Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a white particle was found in the bd plastipak¿ syringe before use. The following information was provided by the initial reporter: "the customer states that a white particle in the syringe."

Manufacturer narrative:
Investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1906288, no deviations or non-conformances were identified during the manufacturing process related to the alleged defect. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based upon the quality team¿s investigation we were unable to determine the root cause for this incident. Manufacturing personnel have been notified and we will continue to track any future occurrences.

Event description:
It was reported that a white particle was found in the bd plastipak¿ syringe before use. The following information was provided by the initial reporter: "the customer states that a white particle in the syringe".